Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that the distal line was occluded on the device, and the alarm did not work. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Initially the customer indicated that the device would be returned for investigation. Subsequently, the device was not received; therefore, testing could not be performed. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined.

Event description:
The customer contact reported that the distal line was occluded on the device, and the alarm did not work. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.